Event description:
The customer reported receiving a button error alarm. Troubleshooting was performed. The blood glucose reading was 178mg/dl. The caller stated that she was hospitalized due to the button error, which caused no delivery. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace. No button error alarms occurred. However, the insulin pump passed the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. No unexpected no delivery alarms noted.